Manufacturer narrative:
(B)(4). Date sent: 6/2/2020. D4: batch #t5cx6w. Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the surgeon was using the vascular stapler for a lobectomy. He first did two completed firing and staples are intact. In the third completed firing, he found that some of the staples fall off and caused quite a lot of bleeding. There was no delay to the surgery. No fragments generated and the surgery was completed successfully by using another stapler. There were no patient consequences.